Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard flat mesh (device #1). Two additional emdrs were submitted to represent the bard flat mesh (device #2) and the bard/davol ventralight st mesh (device #3). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard meshes on (B)(6) 2005 and (B)(6) 2007, and an unspecified bard/davol ventralight st on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against both the bard meshes and ventralight st. Attorney alleges that the patient underwent surgery for the removal of each previously placed meshes on or about (B)(6) 2011 and (B)(6) 2011. On or about (B)(6) 2017, patient underwent surgery for the removal the ventralight st. Since the explant dates for each bard mesh is not specified, the file does not reflect the explant date. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges that the patient experienced emotional distress and the device was defective.